Manufacturer narrative:
The device was received, and an evaluation is complete. A device history record review revealed no issues that could have caused or contributed to the event. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to a false air in line alarm. Service evaluation verified the false air in line. The cause was identified to be continuity across upstream sensor pins. The upstream sensor was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump device it falsely alarmed for air in line. No additional information is available.